Manufacturer narrative:
Correction: a medtronic representative reported that there was only one articulating arm related to this reported incident. The 2nd articulating arm was previously reported under MDR access number 1723170-2015-01164.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 11/05/2015 a medtronic representative, following-up at the site, confirmed the articulating arms do not tighten down properly. Return requested for 2 articulating arms. Replacement device shipped to site. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative received a report from a site that 2 of their navigation system articulating arms were damaged. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.